Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Event of distal tip detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ptfe coated guidewire was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure outside the patient, as the physician was putting the wire into the scope the distal tip detached exposing the tip of the metal corewire. It was also reported that the tip kinked. The procedure was completed with another ptfe coated guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.